Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the device alert was turned off. Additionally, it was clarified that the high lv outputs were required due to the patient¿s physiology. Reprogramming was performed to reduce the outputs and maintain safety margin.

Manufacturer narrative:
Concomitant medical products: 6935m, lead, implanted: unknown. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) earlier than expected as a result of high left ventricular (lv) lead threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.